Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was failed to open. A field service engineer (fse) reported a door failure in which the latch clicked when opened. All latches across the four-door tower were serviced by cleaning the microswitch leads and applying conductive grease, which restored service. The device was tested using the hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door 4 in the or 5 pyxis tower had failed multiple times when nurses attempted to pull medications for surgeries. It had made repeated clicking sounds before failing and forcing the nurses to close the door without being able to retrieve the medications. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.